Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Investigation identified that one of the lemo receptacle pins was loose and would not lock into its socket. Replaced lemo receptacle cable and system test completed. The system was working as intended and placed back into svc.

Event description:
It was reported that when the 9800 system would not boot completely. The mainframe would only boot to all squares. No pt injury reported.